Event description:
Cataract surgery (B)(6) 2018 reported to dr that vision was not responding well. Was told had to have 2nd eye done so they would work together. Had 2nd eye surgery (B)(6) 2018. Vision is terrible, blurry in both eyes. Everything I look at is blurry. Have halos around everything and a haze over eyes all the time, also eyes are constantly red. Was told by dr, dry eyes. Tried using drops multiple times a day, nothing works. Went to 2nd dr who will now test me for dry eyes as well as astigmatism. Started searching for answers on web and found that the lens I have implanted are the same model that had been on a recall but had been released in 2017. Read reports of other person who has exact same symptoms as me with the same model lenses. There is something wrong here and these lenses should be removed from the market before they harm anyone else. The lenses are alcon restore acrysof iq model sn6ad1. I don't know how you could ever have allowed these lenses back on the market. I haven't had test done yet because my 1st dr didn't want to deal with the issue. As far as he was concerned there is nothing that could be done. Just live with it. FDA safety report ID# (B)(4).